Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the scope is flagging with failed detection when connected to the stack. The scope has been tried on multiple stacks, and the issue persists during an inspection for use involving an olympus colonovideoscope. There was no patient involvement.